Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a 26-day premature newborn (27 sa) receiving non-invasive ventilation with continuous positive nasal pressure on inflant flow (variable-flow nasal generator), alternating m and l mask sizes to vary pressure points. After 3 hours wearing a size m mask, the baby showed a very marked depression at the bottom of the columella. The skin remains sunken despite massage, and is slightly blackened. The device was not kept for analysis. No serious injury reported, however there is a risk of bedsores.